Event description:
(B)(6) -2012 - the dealer reported that the unknown model and serial numbers power wheelchair was unable to reverse, and the joystick has fell off. There was no patient injury reported.